Event description:
(B)(4). The customer reported that the visum led surgical light was not functioning properly. Upon evaluation by a service technician, it was noticed that the spring arm had dropped down about 10 mm from the horizontal axis. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement; therefore, no patient data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Evaluation summary: after evaluation by the field service technician, it was determined that the c-clip was not seated in its specified location. It is unknown how the c-clip became unseated, but it is likely due to a servicing or an assembly error. The c-clip was re-installed correctly and the issue was resolved. There was no patient involvement and no adverse consequence reported. This is not a single use device.